Event description:
It was reported that, on literature review "triple-row technique confers a lower retear rate than standard suture bridge technique in arthroscopic rotator cuff repairs", 2 patients had a re-tear type 5 according to sugaya's classification after a triple-row rotator cuff repair procedure using a healicoil regenesorb and ultrabraid suture. This event required a revision surgery. Patient outcome is unknown. No further information is avalilable.

Manufacturer narrative:
(B)(4). Literature "triple-row technique confers a lower retear rate than standard suture bridge technique in arthroscopic rotator cuff repairs" doi: 10.1016/j.arthro.2021.04.045.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the reported type 5 re-tear and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4) a1: patient identifier must be in blank. There is confirmation patients were involved but there is no specific data of the patients.